Event description:
It was reported that a patient underwent a sigmoid colectomy on (B)(6) 2012 and suture was used. During the procedure the suture broke when passing through the dermis. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. The returned segment did not account for the entire suture product, so a complete examination was not possible. No breakages were observed with what was returned.